Event description:
It was reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer¿s blood glucose level. The pump began charging after being left plugged into a working outlet for at least 30 consecutive minutes, and no further assistance was required.